Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
Reportedly the implant housing extruded through the skin. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the implant housing extruded through the skin. The user has been explanted. Re-implantation is considered at a later point.